Event description:
It was reported that the programmer generated an error when interrogating a device. Cycling the power cleared the error but when interrogation was resumed the error recurred. It was noted that the interrogation had progressed to 64%. The programmer was changed out and the interrogation completed. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head's cable had a nick in it and was twisted, and that the head's label was missing its coating. The label and cable were replaced. Product ID: 2090w, programmer; (B)(4).